Manufacturer narrative:
Product recall initiated 08/21/2007. (B) (4)

Event description:
Patient presented with pain nearly three weeks after an acl reconstruction procedure with an autograft and calaxo. Patient underwent several procedure and tests. Current status is not known.